Event description:
It was reported that the device was leaking an oil-like residue in the sterilization case. There was no pt involvement and no allegation of adverse consequence associated with this event. The account had a back up on hand to complete the procedure with no delay.

Manufacturer narrative:
The device was returned to the MFR for eval. Samples of the liquid were taken for analysis. A f/u report will be filed when the investigation is complete.